Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was alleged to had delivered multiple shocks to the patient and the patient presented to the emergency room and was admitted into the hospital. However, when the device was interrogated, no therapy episodes were stored in the programmer. The device was interrogated using different programmers with the same result. The physician wants to rule out the possibility that there were therapies, but they were not recorded on the device correctly or could not be displayed on the programmer. Boston scientific technical services indicated that there was no charge present for this device on the reported date the patient claimed to have had the shocks. After additional troubleshooting, technical services indicated that the programmer that had interrogated this device back in july 2023 stored the episodes under the incorrect year and in fact, the episodes were stored. The episodes showed several therapy delivery anti-tachycardia pacing (atp) and shocks and the rhythm did not appear to be the typical morphology for ventricular tachycardia or ventricular fibrillation. The physician suspects the atrial fibrillation caused the inappropriate therapies and the patient was discharged from the hospital. No additional adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was alleged to had delivered multiple shocks to the patient and the patient presented to the emergency room and was admitted into the hospital. However, when the device was interrogated, no therapy episodes were stored in the programmer. The device was interrogated using different programmers with the same result. The physician wants to rule out the possibility that there were therapies, but they were not recorded on the device correctly or could not be displayed on the programmer. Boston scientific technical services indicated that there was no charge present for this device on the reported date the patient claimed to have had the shocks. After additional troubleshooting, technical services indicated that the programmer that had interrogated this device back in july 2023 stored the episodes under the incorrect year and in fact, the episodes were stored. The episodes showed several therapy delivery anti-tachycardia pacing (atp) and shocks and the rhythm did not appear to be the typical morphology for ventricular tachycardia or ventricular fibrillation. The physician suspects the atrial fibrillation caused the inappropriate therapies and the patient was discharged from the hospital. No additional adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was alleged to had delivered multiple shocks to the patient and the patient presented to the emergency room and was admitted into the hospital. However, when the device was interrogated, no therapy episodes were stored in the programmer. The device was interrogated using different programmers with the same result. The physician wants to rule out the possibility that there were therapies, but they were not recorded on the device correctly or could not be displayed on the programmer. Boston scientific technical services indicated that there was no charge present for this device on the reported date the patient claimed to have had the shocks. After additional troubleshooting, technical services indicated that the programmer that had interrogated this device back in (B)(6) 2023 stored the episodes under the incorrect year and in fact, the episodes were stored. The episodes showed several therapy delivery anti-tachycardia pacing (atp) and shocks and the rhythm did not appear to be the typical morphology for ventricular tachycardia or ventricular fibrillation. The physician suspects the atrial fibrillation caused the inappropriate therapies and the patient was discharged from the hospital. No additional adverse patient effects were reported. This device remains in-service.